Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and the complaint was not confirmed by failure analysis. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega needle driver instrument's wire snapped. No fragments fell into the patient. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.